Event description:
It was reported that the insulin pump had an error alarm. Customer also mentioned a crack at the battery cap site. Customer's blood glucose reading at the time of the call was 11.2 mmol/l. No further information reported.

Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker. An alarm was noted during the self test due to a faulty component on the remote frequency board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.